Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning during fill 2 of 4. The warning occurred 3-4 times. Patient called technical services who helped cancel the treatment. When the patient removed the cassette there was fluid in the pump module area and on the exterior of the cassette. The patient also noted a white substance in the drain line. In a follow up, the patient verified the leak event. The patient said there was no harm, adverse event or intervention due to the leak. The patient is still using the same cycler with no issues. The cycler set is available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning during fill 2 of 4. The warning occurred 3-4 times. Patient called technical services who helped cancel the treatment. When the patient removed the cassette there was fluid in the pump module area and on the exterior of the cassette. The patient also noted a white substance in the drain line. In a follow up, the patient verified the leak event. The patient said there was no harm, adverse event or intervention due to the leak. The patient is still using the same cycler with no issues. The cycler set is available to return for investigation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found, this kind of damage could have the following causes as per risk analysis 509434: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning during fill 2 of 4. The warning occurred 3-4 times. Patient called technical services who helped cancel the treatment. When the patient removed the cassette there was fluid in the pump module area and on the exterior of the cassette. The patient also noted a white substance in the drain line. In a follow up, the patient verified the leak event. The patient said there was no harm, adverse event or intervention due to the leak. The patient is still using the same cycler with no issues. The cycler set is available to return for investigation.